Manufacturer narrative:
The catalog number identified in this report has not been cleared in the us, but is similar to the lifestream balloon expandable vascular covered stents that are cleared in the us. The 510 k number and pro code for the lifestream balloon expandable vascular covered stents are identified.  As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 08/2017; device manufacture date: 09/2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial that approximately thirty-six months post stent graft placement in the left external iliac artery, duplex ultrasound demonstrated in-stent stenosis. There were no re-interventions performed. The status of the subject was not provided.